Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.